Manufacturer narrative:
(B)(4). This incident is a duplicate of MFR #2024168-2015-04804. As this is a duplicate report, the device investigation and unique identifier number will be reported under MFR #2024168-2015-04804.

Event description:
Subsequent to the initial medwatch report filed, during a case review it was found that this report is a duplicate of an incident that was previously reported under MFR #2024168-2015-04804.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Verify marker lumen patency by flushing the lumen with saline until the saline exits from the marker port. Do not use the perclose proglide smc device if the marker lumen is not patent. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device with a 5fr sheath, after a interventional procedure. Reportedly, when the device was flushed with saline, nothing came out from the marker port. When the device was inserted into the artery, no blood came out from the marker port. A second proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.